Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller tested 7.3 inr on the coaguchek xs system while a comparison lab returned as 1.1 inr. Caller was advised to hold her coumadin dose for three days based on meter result. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.

Event description:
The account alleges that the siderail will not function, due to a broken weld, resulting in an inability of the siderail to latch.